Manufacturer narrative:
The initial MDR 2432235-2021-00286 was submitted on (B)(6) 2021. Additional information (22-dec-2021): siemens headquarters support center (hsc) reviewed the available data and found that two process errors were generated by the analyzer. Error 1 - dilution arm: pressure transducer: sample not aspirated. Error 2 - dilution arm: pressure transducer: sample abnormal aspiration. Hsc found no indication of a reagent delivery issue and evidence of foaming occurring based on photometer data. Pre-analytical variables or a sample specific issue cannot be ruled out as contributing factors to the event. The cause of the falsely depressed creatinine, enzymatic (ecrea_2) patient sample test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed creatinine, enzymatic (ecrea_2) patient sample test result was obtained from an atellica ch 930 instrument. The initial test result was not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument and higher test result was obtained. The repeat test result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
An outside the united states customer contacted siemens to report a falsely depressed creatinine, enzymatic (ecrea_2) patient sample test result was obtained from an atellica ch 930 instrument. The customer stated that two different physicians ordered tests for the patient and that two separate tubes were drawn from the patient at the same time and tested. There are no reports of discordant test results on the second sample. Siemens is investigating.